Event description:
It was reported that the asymptomatic patient presented with high impedance and high threshold. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.